Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to remove some meds. A technical support specialist looked at the device several times in the past few weeks and have not seen any errors in the logs and also, witnessed multiple users' login and dispense meds with no errors. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user had been unable to remove certain medications. According to the customer's statement, when they attempted to remove the medications, an error occurred indicating that the service connection had failed. This issue was specific to certain medications. There were no adverse events or injuries reported based on this incident.